Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increase in the pacing impedance measurment (to 2200 ohms) and threshold measurement (to 5.0 mv). The shocking impedance measurements are stable and within normal limits. There were no stored episodes of noise and the rep was not able to produce noise with isometrics and pocket manipulation.